Event description:
Electrode was used to perform a transurethral resection of the prostrate. It was used with another MFR's telescope with settings of 275 cut and 80 coag. The telescope was clear when the procedure began. After using electrode, the telescope end was burnt and cloudy. This has happened one other time in the past month. The scope is no longer serviceable without repair.